Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. The device also received with moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 230 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.